Manufacturer narrative:
H3, h6: the device, intended to be used in treatment has been returned and evaluated along with photos. The visual inspection of the retuned product confirmed an insect was inside the pe film and the cotton core layer of the dressing, establishing a relationship with the reported event .root cause was identified as a missed quality check at the packaging process. This occurred when the door of the cotton roll loading room was left opened when transporting material .an isolation curtain is to be installed, fly trapping lamps to be installed near isolation curtain and all manufacturing personnel to be trained on insect control which will be documented and regularly checked. The instructions for use provide comprehensive instructions of the operation, use and limitations of the device. The associated risk files contain details relating to harm. However, as no harm has been alleged then additional review is not required. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains one further instances. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a treatment, when a melolin sterile 10x10cm ctn 10 was opened, it was confirmed an insect was inside the film of the wound-contact side of the dressing, so it was not used for treatment. The procedure was completed without delay using a pico 7 dressing back-up device. Patient was not harmed. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.